Event description:
It was reported that during a cholecystectomy procedure that the clip fell out and did not feed into the jaw properly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6; info anticipated, but unavailable at this time.